Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis and high blood glucose on unknown date. Blood glucose reading was 413 mg/dl. Customer was missing bolus and had bolus timeouts. Insulin pump passed self test and displacement test. Insulin pump was working as designed and assisted customer to complete bolus. The insulin pump will not be returned for analysis.